Manufacturer narrative:
Sections with additional information as of 19-may-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed within specifications added most likely underline root cause mlc-018 user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to find out if customer had sought medical attention and to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated he had obtained hi multiple times when testing. The test strip lot manufacturer¿s expiration date is 04/30/2022. The customer feels well and did not report any symptoms. Customer stated that he was going to the ER due to the hi results and was unable to troubleshoot the product. No further information was able to be obtained.